Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with two tines were found missing. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to arrhythmia. On (B)(6) 2021, an x-ray was performed and it was observed that the right ventricular (rv) lead was dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.